Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 377775, lot# v008355, implanted: (B)(6) 2006, product type: lead. Product ID: 377775, lot# v008355, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported the patient suspected their implantable neurostimulator (ins) was "dead." It was noted the patient had not recharged in more than six months and had not felt stimulation in about six months. It was stated the patient was in a lot of pain. Additional information was received from the patient's spouse stating that the pain stimulator had been removed.